Event description:
Carefusion IV pcu and large volume module used with primary tubing on a patient admitted to the hosp with initial diagnosis of low hemoglobin and possible gi bleed. Patient has a history of mitral valve replacement so heparin started for bridging. Heparin drip was initiated at 900 units/hr or 9 mls (25000 units/250 ml bag - premixed product from b brahn), pump programmed according to the ordered amount. In 2 hours the patient alarmed air in line which called the rn back to the room. Labs drawn and heparin not restarted until the patient labs within range. Pump sequestered and tubing saved and replaced.